Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the clinic after receiving vibratory alerts for high, out of range high voltage lead impedance. Programming changes and dft testing were recommended and the patient will continue to be monitored.